Event description:
It was reported that during an unknown procedure, the gst45g was loaded by procedure, and audible click was heard after closing trigger was locked. When articulating the jaws, the reload was separated from cartridge jaw. A new reload was substituted to finish the surgery successfully. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2023. D4: batch # 944a14. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload.  Visual analysis of the returned sample determined that one gst45g reload was received unfired and with an opened package. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as the reload performed without any difficulties noted. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. Device history review: a manufacturing record evaluation was performed for the finished device batch number 944a14, and no non-conformances were identified.